Manufacturer narrative:
The report of mid16 (software) error message was confirmed through review of the event log retrieved from the thermogard console (B)(4). It was noted that the entries on the patient data was full. The issue was resolved after deleting the entries on the patient data and clearing the mid16 error message in the event log. As part of routine service, the console was examined and indicated fluid ingress on the airtrap block assembly and on the printed circuit board (pcb). This observation is unrelated to the mid16 error message. After clearing moisture off of the airtrap sensor, the connections on the pcb was checked and verified. The console was functionally tested and passed all final specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
At an unspecified time during patient rewarming, the thermogard console (B)(4) displayed a mid16 (software error) message. After observing the issue, the user attempted to troubleshoot by tightening the connection to the display head and restarting the console; however, was unable to clear the mid16 error message. Following this, another console was used to complete the ivtm treatment. No known impact or patient consequence was reported.